Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "breast pain, hardness, sitting high, encapsulation, and exchange of textured device due to product concern, (the left side breast is worse than the contralateral)". This record is for the left side. The device remains implanted.